Manufacturer narrative:
Concomitant medical products: product ID 3888-28, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had a gradual loss of stimulation and therapeutic effect. Impedance testing was done. The leads were too short and ¿transition on the system.¿ the issue was resolved following a revision were new leads were implanted. The patient status at the time of this report was alive with no injury.